Event description:
Customer reported that pump was not charging. There was no reported impact to the customer¿s blood glucose level. There was no additional information received regarding the outcome of the event.